Event description:
The facility reported an infusion pump that turns on and off by intself it is not known if this condition occurred while infusing on a patient. The facility's representative stated that no patient injury was reported on this pump since the last baxter service event.